Manufacturer narrative:
Patient identifier: na (hippa). Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: (B)(6). Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the 8 french angio-seal device involved was used to seal a 7 french puncture site in the right common femoral artery. A right femoral angiogram was performed and was deemed safe for deployment. The angio-seal deployed safely with hemostasis obtained. Some collagen was observed above the skin. The physician used a curved kelly clamp to push the collagen down below the skin. As the physician started to push the collagen down the suture knot was severed and separated from the anchor. It was believed the curved kelly clamps were defective as the tech noted how sharp and rigid, they appeared. Manual pressure was applied to achieve hemostasis. After the case pedal pulses were palpable on the patient with no indication of patient discomfort. Patient was in stable condition and was discharged. Treated bilateral iliac with angioplasty and stents. The patient was not injured, and medical or surgical intervention was not required. Additional information received on 14 jun 2022: there were no issues gaining access and a femoral angiogram was performed with the cfa deemed safe for closure. The angio-seal was safely deployed and had achieved hemostasis. However, part of the collagen was exposed above the skin. Physician used a curved kelly clamp to push the collagen down and that's when the suture knot was severed. The curved kelly clamps were deemed defective upon inspection as they appeared to be rigid with a sharp pointed angle. Only the collagen and suture were removed from the patient. The patient had no ischemia post and had palpable pedal pulses. Hemostasis was obtained via manual pressure.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been a subcutaneous deployment resulting in component exposure above the skin. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).